Event description:
Customer alleged discrepant blood glucose results of 394 mg/dl, 222 mg/dl, 135 mg/dl, and 134 mg/dl when testing was performed back to back within 7 minutes on the advantage system. Customer reported having no symptoms and did not treat or act based on results. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.